Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer had issues with their infusion sets. The customer states they needed new plunger and serter for their infusion set. The customer's levels had been between 400mg/dl and 500mg/dl. The customer states the serter was not releasing sets properly and bending the needles. Troubleshoot was conducted. The customer was advised serter and sets would be replaced.